Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse went on site and replaced the iesu to resolve the issue with error m-02. The system was tested and verified as ready for use. Isi received a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed and found to have no failures. The unit energized and cauterized and all ports recognized instruments. M-02 error is in error log. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, an integrated electrosurgical unit (iesu) error m-02 occurred repeatedly, and the neutral pad was not recognized in the iesu. The customer could not use monopolar energy while bipolar energy had no issue. The customer already replaced the neutral pad a few times and rebooted the iesu, but the issue persisted. The customer then elected to continue the procedure with an external generator to use the monopolar energy. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering on and the iesu initialized without errors. The issue occurred when the procedure had been in progress for 1.5 to 2 hours.

Manufacturer narrative:
Further failure analysis on the integrated electrosurgical unit (iesu) was performed and the issue was confirmed. The investigation findings and conclusion codes were updated.

Event description:
Refer to h10/h11 for follow-up information.